Event description:
I purchased a caire companion 5 oxygen concentrator which is currently out of warranty. For several months I have had worsening headaches, including migraine headaches, and an increase in mental fogginess and memory difficulties. I was concerned that my medical issues may have been caused by my oxygen concentrator as it felt quite hot near the handle and smelled a little funny. I called a while back and was told as long as there were no warning lights, there were not, I should not worry about the oxygen concentrator being the cause of my problems. I was told if the companion 5 were having problems there would be warning lights and if the concentrator was getting too hot thermal protection would automatically shut it off. Medical issues deteriorating, I took it to a repair facility yesterday and they opened the case and told me the fan was not working and the overheating had melted the plastic causing toxic fumes. This concentrator is medically dangerous. FDA safety report ID # (B)(4).